Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned adhered to the outside of the device with viscoelastic. The lens was cleaned with lphse to remove from the device. The optic has several cracks on the posterior surface near one edge. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device and the lens were returned separated. The product was only reported as "faulty". No other information was provided. No device damage was observed. The lens had cracks on the posterior surface near one edge. This may have been the intended complaint. This damage may indicate a plunger underride occurred. This cannot be confirmed because the lens was returned outside of the device. The root cause for the observed damage cannot be determined. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: due to rapid advancement faster than the directions for use (dfu) recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with viscoelastic, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a faulty intraocular lens (iol) in a preloaded delivery system. Additional information was requested.